Manufacturer narrative:
(B)(4). The device was investigated by a field service engineer on site. The flow sensor was checked but did not show any defect as well as the flow was displayed correctly on the cardiohelp device in question. Afterwards a nurse at the hospital showed a video of their test with a non-sterile set and no flow was displayed. But the fse noticed that the clamps were closed and due to that it was impossible to have a correct flow. Therefore the nurse concluded that there was probably a misuse when installing the set. The test and controls of the cardiohelp device in question were performed successfully. According to further information provided by the nurses of the (B)(6). The root cause of the event is likely to be a misuse of the set. The user could have let the clamps of the disposable closed. A training for the users of the cardiohelp device will be scheduled in order to avoid any further misuse. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplement medwatch will be submitted if additional information becomes available.

Event description:
It was reported during patient treatment the cardiohelp device in question displayed the "lpm below limit" error message. No flow could be observed and the patient died but with no link to the event. According to the information provided on 26 may 2016 the patient died because of the evolution of his disease. (B)(4).